Event description:
(B)(4). I went for the hsg test and was confirmed not blocked on my right side. I had a laparoscopy and tube removal a month later. A few weeks later, I started having back pain. Then came the kidney stones. Then the uti that wouldn't go away. Then pid (although negative for stds). Then the herniated disc that required emergency surgery because it was crushing my sciatic nerve, causing me to lose function of my right leg. This is all because those coils I thought were removed were only partially removed. I learned that after getting the CT scan results during the kidney stones episode.